Event description:
It has been reported to philips that there was an intermittent issue with booting up the system completely. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and analyzed the log file of the system. The log file showed that the communication with the flexvision pc was intermittently lost, which caused the system to not start up. The philips engineer replaced the flexvision pc and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.